Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 30mm units of insulin. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support.